Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there was a graduation scale error. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed on the sample received and no defects or imperfections were observed. The graduation scale looks acceptable and a volumetric accuracy test was performed finding it correct. The photo provided shows the bottom part of a syringe. A device history record review was completed for provided material number 302832, lot number 1026884. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter: scale error, (start line error).